Manufacturer narrative:
Physio-control further evaluated the device. It was observed that the digital pcb assembly had a burned capacitor, designator c76. The digital pcb assembly was then further evaluated. It was observed that the capacitor, designator c76 on the digital pcb assembly, had shorted, burned, and caused damage to the pcb lands. This caused the device not to power on. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had all three icons (charge-pak, attention and service wrench) in the readiness display. During device evaluation physio observed that the device indeed had all three icons in the display and could not be powered on. No information was provided on patient use being associated with the reported event.